Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, there was liquid contamination on the battery board, which resulted in a shorted q1 current-controlling transistor on the bedside board. The cause for the shorted q1 component and the test failure was isolated to the contaminated battery board. The root cause of the shorted q1 component was the liquid contamination of the bedside board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that it was unable to charger a battery.